Event description:
The patient reported no longer receiving benefit from the patient's cochlear implant. Diagnostic testing done in 1999 was within normal limits. No further information was received until the explanted device was received.